Event description:
It was reported that during an electrophysiological (ep) ablation procedure,the maestro 3000 radiofrequency (rf) cardiac ablation system did not stop ablating until a few seconds had passed after the rf power button had been depressed. The procedure was completed with the different maestro generator. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: incoming service inspection found that the tamper proof seal was broken. No external cosmetic damage was noted to the device. Upon receipt of the maestro controller at stellartech, it passed power-on self-test and all steps of its final test that could be performed without removal of the device¿s cover. Additional cycles of rf delivery on/off were performed while monitoring the rf output across the test load and the maestro controller front panel display. Twenty cycles of rf delivery were performed, with rf output being terminated each time when the maestro controller rf power control button was depressed. Environmental stress testing was performed (which included low and high temperature, and high and low line voltages) with no occurrence of the customer¿s complaint. During environmental testing at each of these conditions, rf delivery testing was performed and rf output was successfully terminated each time using the rf power control button on the maestro controller. Stellartech performed visual inspection of the maestro controller with the top enclosure removed. Nothing was found during visual inspection of the device that could account for the customer¿s complaint. Visual inspection of the maestro controller rf power control button was performed. No visible damage to the assembly was found during visual inspection that could account for the customer¿s complaint. Rf output was successfully terminated during all testing performed at stellartech. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is unable to be confirmed. (B)(4).

Event description:
It was reported that during an electrophysiological (ep) ablation procedure,the maestro 3000 radiofrequency (rf) cardiac ablation system did not stop ablating until a few seconds had passed after the rf power button had been depressed. The procedure was completed with the different maestro generator. No patient complications were reported.

Manufacturer narrative:
(B)(4).